Event description:
It was reported that during an emergency room (ER) visit, this implantable cardioverter defibrillator (ICD) was interrogated and the health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting egm showed that the device had delivered three bursts of anti-tachycardia pacing (atp) and one shock. The shock was able to convert the arrythmia. It was noted that initially the arrythmia was thought of being atrial fibrillation (af) with rapid ventricular response (rvr), however, the hcp is unable to determine if the rhythm morphology is of af with rvr or if the patient displayed dual arrhythmias. Ts advised the hcp to consult the device treating physician for further analysis of the rhythm and programming changes. No additional adverse patient effects were reported. The ICD remains in service.